Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained. The customer indicated they would change pump supplies and resumed insulin therapy.